Manufacturer narrative:
Additional information was received for device return date and for cartridge crack tip. Device available for evaluation - yes, returned to manufacturer on 3/31/2016. Device evaluated by manufacturer - yes. Evaluation results: the preloaded system including the lens was returned to the manufacturer for evaluation. Cosmetic damages (multiple scratches) were observed on the lens optic zone. The lens was also cut, most probably to make explant possible. Additionally, the tip of the preloaded system was observed cracked. The reported complaint issue was verified on the returned lens. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) had three scratches. The lens was explanted and a new lens was implanted. No further information was provided.